Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per sales rep the lift has a crack in the boom assembly and has been taken out of use.